Event description:
Pt reported had a 5 to 6 hour back surgery during which the pt was in a prone position. After surgery, pt had a pressure sore on chin that scarred on healing. Scarring was going to require some plastic surgery to reduce or eliminate. It appears pt had been left in contact with the support positioner too long without confirming and or reestablishing blood flow to the pressure points as stated in the product instructions.